Manufacturer narrative:
The reported uncomfortable stimulation was not confirmed. The ipg was returned without any visible damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The ipg was tested to manufacturing specifications using the ate and passed all tests. The auto-test also specifically tests for impedance issues and none were noted during testing of the ipg. Additionally, a loaded, non-loaded and system impedance test were performed, and all measurements were in the expected range. The ipg functioned as intended. The root cause of the issue could not be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-32703; 3006705815-2020-32704; 1627487-2020-49023; 1627487-2020-49025. It was reported that patient fell and experienced uncomfortable therapy in the wrong location. Diagnostics showed low impedance on multiple contacts of the leads. Additional information was received that patient also experienced shocking in ipg pocket. Surgery occurred to address the issue. During the surgery, one anchor and one lead were found to be broken. The system was replaced to address the issue. It is unknown which anchor and lead were broken so all suspected devices are being reported.